Event description:
It was reported that this patient was seen in-clinic for a regularly scheduled follow-up appointment. During a device data review, a lead safety switch (lss) occurred in october due to a singular high, out-of-range pacing impedance measurements (>3000 ohms) from this left ventricular (lv) lead. Additionally, lv loss of capture was noted. Boston scientific technical services was contacted and close remote monitoring was recommended. Diagnostic imaging was also discussed. A chest x-ray was performed with no significant concerns and the physician elected to continue with normal follow-up appointments. At this time, the lv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that this patient was seen in-clinic for a regularly scheduled follow-up appointment. During a device data review, a lead safety switch (lss) occurred in october due to a singular high, out-of-range pacing impedance measurements (>3000 ohms) from this left ventricular (lv) lead. Additionally, lv loss of capture was noted. Boston scientific technical services was contacted and close remote monitoring was recommended. Diagnostic imaging was also discussed. A chest x-ray was performed with no significant concerns and the physician elected to continue with normal follow-up appointments. At this time, the lv lead remains implanted and no adverse patient effects were reported.